Event description:
Erratic readings on her one touch ultra meter. In the morning the patient received a 73 mg/dl and felt thirsty and nauseous at the time of testing. Several hours later the patient felt ill and went to the ER and her blood glucose was 426 mg/dl. The patient was diagnosed with diabetic ketoacidosis (dka). The patient was unable/willing to verify how long the test strips were opened. The technique of applying the blood on the test strip was incorrect. A quality control test was done and the test strips passed using the control solution indicating the meter is functioning appropriately. A customer care advocate (cca) sent the patient a replacement meter and control solution. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the incident, time difference between her meter reading and the hospital's meter and how long the patient stayed in the ER. The complaint is being reported since the meter read lower than the hospital meter and a medical professional treated the patient for hyperglycemia.